Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on the 8 wt bmt unit, the tubing separated at the filter. The tubing was changed and a sterile cap change was performed. There was no patient harm.

Event description:
The customer reported that on the 8 wt bmt unit, the tubing separated at the filter. The tubing was changed and a sterile cap change was performed. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the tubing separated at the filter was confirmed. Visual inspection of the set showed a separation at the engagement between the inlet port of the filter and the mating tubing, with the filter inlet port observed to be broken off and the filter piece lodged within its prior mated tubing end. The tubing end in which the broken piece was lodged was observed to have an indentation approximately 0.05 inches long; when the broken off pieces were matched up, it was observed that the marking was located atop the filter. Functional testing was deemed unnecessary due to the obvious separation/breakage. The root cause was not identified but was likely related to the area sustaining an impact during use.

Event description:
The customer reported that on the 8 wt bmt unit, the tubing separated at the filter. The tubing was changed and a sterile cap change was performed. There was no patient harm.